Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure sensor failure occurred. A philips authorized service provider (asp) went onsite and replaced the data acquisition (da) printed circuit board assembly (pcba). The philips asp replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor failure occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a proximal pressure sensor failure occurred. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
(B)(6).